Manufacturer narrative:
The laboratory contacted tecan by email on (B)(4) 2014 for a copy of the instrument operator's manual stating that an injury had occurred. Upon phone follow up, the laboratory indicated that an employee was injured while reaching into the instrument as it was running to switch out a plate. The employee's hand was stab by a tip. There was no additional information on the extent of injuries; however, medical attention was sought. The door locks were disabled by placing tape over the door lock mechanism. The laboratory indicated that the instrument door locks had been disabled for a long time possibly back to install. Tecan's labeling warns against accessing the instrument while in operation and the door locks are designed to prevent access without pausing the instrument. The laboratory re-engaged door locks and sent an internal safety alert to ensure all other instruments were checked for proper guarding.

Event description:
A laboratory employee reported an employee was injured while operating the freedom evo instrument. The door locks were disabled and the operator reached into the instrument during operation. The operator's finger was punctured and the operator did receive medical treatment. The extent of treatment or the seriousness of the injury was not shared with tecan. The instrument was being used for r and d purposes. The laboratory stated that the door locks had been disabled for a long time and he did not know who disabled them. The laboratory sent a copy of their internal safety report to tecan indicating the door locks were re-engaged and prohibiting intentionally disabling equipment guards.